Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the backend pulleys. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. The instrument could not place in the system for the intuitive motion testing. A clip test was not performed and could not be completed because of the broken grip cable at the backend pulley. Root cause attributed to broken grip cable at the proximal end. Additional observation(s) not reported by site: the instrument was found to have corrosion on the bearings. Grips/pitch input disk bearings and thrust bearing exhibit orange discoloration. The corrosion was observed on multiple components of the bearing. Common causes of the failure mode corroded instrument bearings are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.